Event description:
It was reported that the pump battery was depleting too quickly, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level (517 mg/dl). A correction bolus was delivered to treat the bg. The pump data logs were reviewed and it was found that the pump was depleting appropriately based on the customer's settings and usage.